Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Patient data is showing as invalid. (B)(4).

Event description:
It was reported that the patient information from the implantable cardioverter defibrillator (ICD) was listed with "?" In the area where data was listed previously. The device had a partial bit flip. There was also possible undersensing on the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.